Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to our distributor that the water feedset tube was leaking on an mr290 autofeed humidification chamber. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a break in the feedset tube at the connection to the chamber dome. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot 121117. Conclusion: the break in the feedset tube on the mr290v chamber was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process and discarded. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). This suggests that the damage occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to our distributor that the water feedset tube was leaking on an mr290 autofeed humidification chamber. This was found during use. No patient consequence was reported.